Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing on the right atrial channel. No changes have been performed as it was noted that the patient has been experiencing intrinsic ventricular tachycardia episodes and a device upgrade is to be required. At this time, this device remains in service. No further adverse patient effects were reported.